Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since impella couldn't be placed through vascular anatomy due to severe pvd.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump was unable to be advanced through the patient's vasculature during attempted delivery. It was noted that the patient had severe peripheral vascular disease, which created resistance during the implant. The delivery was subsequently aborted as a result of the complication. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.